Event description:
It was reported that when the technologist pulled the fluoroscopic idd spot film device over the patient to start an exam, the idd detached from the bearing track. The technologist was able to hold the idd up while it rested on the bearing track until the patient was removed from the exam table. No injury was reported as a result of this event.

Manufacturer narrative:
Ge healthcare's investigation of this issue is ongoing. A follow up report will be submitted after the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation has completed and the root cause was determined to be a service installation error as the installer failed to remove the plastic nose cone and install the safety stop during the initial installation of the system. To correct the system, the plastic nose cone was removed and the safety stop was installed. In addition, it was also identified the installer was involved in one other system installation. That site was checked and it was confirmed to have the safety stop installed correctly. Lastly, the installer was notified of the error and reminded to remove the plastic cone and install the safety stop. No further actions are needed at this time.